Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was high over 400 mg/dl, however, specific bg value was not provided. Reportedly, the cartridge was changed to address the issue.